Event description:
It was reported that the patient's device stopped working because she hit it when she was standing up from a chair and it got caught. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3889-28, lot# v948369, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information indicated an explant of the device had occurred. The cause of the event was device stopping working. MRI/CT scan/x-ray (not clear which) prior to the explant was done on (B)(6) 2012, results were normal. Patient symptoms were described as "no effective therapy." The patient did not require hospitalization.